Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external blood leak was observed originating from an unspecified part of a revaclear 300 set during hemodialysis therapy. Therapy was halted without blood restitution. The set was replaced, and treatment resumed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.